Manufacturer narrative:
(B)(4). Visual examination of the instruments did not reveal any material or functional damage in terms of fracture, cracking, wearing, or breakage. Rod inserter attachment arms and levers open and close and function normally. Rod inserter rod attachment lever opens normally and securely retained sample rod when closed. Sample rod used to functionally test for rod disengagement. Additionally, lest material condition (lmc)/maximum material condition (mmc) rod simulation gage used to verify proper retention; mmc condition properly retained; lmc condition is not properly retained. Rod inserter also inspected for 0.5 max gap dimension, gap dimension determined to be out of specification due to anticipate wear of the tip. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the rod inserter was not holding the rod firmly while in use. A bending was found on the rod where it connects to the inserter after it was taken out. The procedure was completed without additional complications.